Event description:
The report from the affiliate indicated that: the 3.5x18mm cypher stent came off the delivery system prior to use on the pt. There was no pt use or injury; another stent was used for the procedure.